Manufacturer narrative:
The affected device including its logfile was available for the investigation. The log entries on 20 september 2024 likely relate to the reported issue. At 8:20 pm the device initiated a cockpit restart due a detected internal deviation. The restart was unsuccessful for 5 minutes after which another restart of the cockpit was initiated which was successfully completed. During the restart the user disconnected the patient and gas supply from the device and after the second restart the user witched the device off via rocker switch. The ventilation was not affected by this issue and continued until the user disconnected the gas supply. It could be determined that a faulty hard disk was the root cause for the problem. If the disk drive is not accessible for the microprocessor system, the safety software initializes a warmstart of the cockpit infinity c500. If the disk drive is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. The ventilation is not affected by a warmstart of the cockpit. Safety relevant parameters as fio2, minute volume, airway pressure as well as an indicator for ongoing ventilation are displayed in the supplemental oled-display located on the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down while connected to a patient and would not power back on. It went into a loading loop and just never started all the way up again. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down while connected to a patient and would not power back on. It went into a loading loop and just never started all the way up again. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.